Event description:
This MDR is being filed as exposed material. It was reported that the patient passed some urethral bulking implant material following the initial treatment in 2006. A cystoscopy was performed on the following month, and the physician observed exposed material. The size of the exposed area was 2-3mm. The patient was prescribed bactrimds antibiotics and did not receive the scheduled second injection. The patient is scheduled for a follow-up exam in one month. The material, the patient passed was discarded. The patient remains incontinent. Injection details are as follows: implant volume was 1.0cc per side; transurethral approach; rate of injection was 60 seconds; needle held at injection site for 90 seconds; position of injection site was 1cm distal to bladder neck; needle was imbedded to shoulder; blanching, blebing and coaptation were noted. The physician felt the patient was a good candidate for the implant as the tissue was noted healthy looking, mucosal lining did not seem pale, atrophic or poorly vascularized and the tissue elasticity was normal.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Add'l MFR's narrative attached.